Manufacturer narrative:
Patient or person height (cm) 165. Received email communication from customer declining the repair of this device. Customer advised the previous quote sent to them was not approved and the unit has been removed from service and will be disposed of. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient, the cardiosave intraaortic balloon pump (iabp) had a blood back. There was no harm or injury to the patient and no adverse event was reported.